Event description:
The customer stated that he received blood glucose readings that were higher than usual. While troubleshooting, he performed control tests and received a result of "hi". The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.